Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the unit¿s inner cannula flange was broken and snapped at the hub where the inner cannula was inserted. It was reported that device was placed the day prior and the patient had not been tampering with the tube. The connection of flange to outer cannula appeared snapped. The reporter stated that the ventilator data showed patient was receiving good tidal volumes on vent and oxygen saturation remained stable. It was reported that the ent replaced the device without problem. The customer indicated that the issue required the patient to be recannulated.